Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of rupture, capsular contracture was received on (B)(6)2021 with lot number 2663624. Visual analysis of the returned device identified: broken shell, underweight, fold creases. A microscopic analysis was performed which identified: broken shell with striated edge on anterior side assessed as surgical damage consistent with the use of some surgical tool. Based on the device analysis the final assessment is: - broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool."

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade unknown. Device has been explanted.